Manufacturer narrative:
The provided logbook and information built the basis for the investigation. The logbook showed that the device generated on (B)(6) 2019 several alarms "flow measurement inaccurate", which indicates a faulty a cable harness flow sensor. The cable harness flow sensor is necessary to measure the expiratory flow, which is used for control and monitoring of the ventilation. In case the measurements are adulterated, influence on the ventilation is likely and an alarm is triggered if the set alarm limits are met. The IFU states as a warning "if a fault is detected in the medical device, its life-support functions may no longer be assured. Ventilation of the patient using an independent ventilation device must be started without delay, if necessary with peep and/or an increased inspiratory o2 concentration (e.g., with a manual resuscitator)." After replacing the cable harness flow sensor and performing a device check according to manufacturer specifications the device can be put back into service.

Event description:
It was reported during a case there was a fluttering sound behind the expiratory valve while ventilating a patient - the flow sensor inaccurate message was indicated. The patient was in desaturation. There was no patient injury.